Manufacturer narrative:
Event date unknown. Initial reporter phone(B)(6). Device evaluation: one device was returned for evaluation. Visual inspection revealed the device slightly worn. The event history log could not be read due to the error of the pump. Functional testing was able to partly confirm the reported issue; as soon as the pump was turned on, the pump started alarming lec 42221, the display went blank and started to flicker. There was no chance to test the air detector. The root cause was unknown. The main board was to be replaced as well as the air detector if found broken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device data could not be saved and exhibited an air alarm. There was unknown patient involvement and unknown patient harm.